Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 c ring broke. There c ring did not detach fully and the harvester was able to retract it back into the hemopro2 device. There was no delay in the procedure. The harvester was at the end of the procedure therefore there was no need for a 2nd device. No injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000234773 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 08/31/2022. An investigation was conducted on 09/21/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. No other visual defects were observed. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due to the presence of the retention rib. The metal post of the c-ring was also observed to be bent at a 90 degree angle. Based on the returned condition of the device and investigation results, the reported failure "break; c-ring" was confirmed as well as confirmed for the analyzed failure "material twisted/ bent c-ring". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Tw# (B)(4).